Manufacturer narrative:
Other relevant device(s) are: product ID: vamc3430c150te, serial/lot #: (B)(4), ubd: 25-aug-2021, UDI#: (B)(4); product ID: vamf4040c200te, serial/lot #: (B)(4), ubd: 21-aug-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant captivia stent graft system was implanted in the endovascular treatment of a kommerell diverticulum, a thoracic aortic aneurysm in the left subclavian artery and a aortic intramural hematoma (imh) into the celiac trunk. It is reported that post-operatively the patient was followed up in ICU and had renal failure. It was reported that the patient was transferred to another hospital five weeks later with bowel necrosis syndrome. It was then reported that the patient went home two days later and then expired. The exact date of death is unknown. The patients death has been reported as due to ischemia and necrosis. As per the physician the cause of the event can not be determined. No additional clinical sequelae were provided and the patient is expired.